Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 957 mg/dl and the cause was not known. A bolus via the pump was delivered; however, the bg did not decrease. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with insulin and intravenous fluids. The customer was discharged 3 days later with the high bg and dka resolved. A pump system check was performed using the current pump supplies and no device issue was identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.